Event description:
It is reported that hex driver fractured while tightening the hinge post.

Manufacturer narrative:
Eval summary: the returned fragment shows fracture damage from the base of the hex and remaining part of the device was not returned. Sem analysis shows that the hex end of the part fractured due to overload. It is reported that the driver fractured while tightening the new hinge post. The cause appears to be over tightening of the post. Eval codes: energy dispersive spectroscopy analysis confirms material composition of the device. The device history records could not be reviewed due to no lot number provided.